Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of damage and blank display from the insulin pump. The customer's blood glucose level was 177 mg/dl. The customer stated that sometimes the pump would go blank and sometimes it takes a few batteries for the display to go back up. The customer stated that the pump has cosmetic damage. The customer stated that the location of the damage is the right corner of the screen and up arrow key. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.